Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in nephrology, the guide wire kinked. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The physician complained that the guide wire is too soft and kinks easily.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire and one guide wire assembly. Visual examination of the guide wire revealed three kinks and an opened j-bend. The three kinks were measured at 14.0, 21.2 and 40.5 cm from the distal end. Microscopic examination confirmed the 3 kinks and found that both welds were full and spherical. Also, the coil wires were separated exposing the core wire at the second kink and offset coils were observed at the third kink. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 683 mm in length and exhibited an outside diameter (od) measured 0.806 mm. The returned guide wire was within specification for length but the od does not meet the specifications per graphic. (Length: 678 - 688 mm and od: 0.838- 0.877 mm). The device history record review was performed and did not reveal any manufacturing related issues. Since the returned guide wire is not the correct size of the wire packaged in this kit the defect observed in the wire cannot be determined. No further action will be taken.